Event description:
It was reported that the mesh was implanted in july without complications. In august, an infection in the mesh area was noticed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.